Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps contacted with another forceps in the abdominal cavity, and the instrument tip broke. The fragment was retrieved during the same procedure. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormal found. The instrument was in its 7th use. During intra-abdominal washout, the instrument broke. All the fragments were retrieved during same procedure and no additional surgical procedure was required to remove the fragment. The fragment was attached on the customer¿s hand, and they were able to match the removed fragment to the damaged location and confirmed no missing piece. X-ray was also performed to check for remaining fragments. The surgeon found no functional issue with the instrument during the surgical procedure. There was no patient injury. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument. Additionally, upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "tip broke". The instrument was found to have a broken grip at the midpoint. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. Broken material, approximately 0.29" x 0.19", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. Additional observation not reported was that the yaw pulley exhibits signs of scratch marks/abrasions on the surface. No material appeared missing. Material appeared to be jutting out and pushed along its surface. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint.